Manufacturer narrative:
The technician found the head hi/low function was drifting down and replaced the valve solenoid cartridge to repair the bed.

Event description:
Info received indicates the head section is drifting down.